Event description:
A site reported that the proportioning chain came off the o2 knob. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.